Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported recurrent mr appears to be related to the slda. Myocardial infraction, angina, and dyspnea appear to be cascading effects of the recurrent mr. Mr, myocardial infraction, angina, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case specific circumstances as the patient returned to the hospital, treated with coronary balloon angioplasty and another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip was deployed on the mitral valve, reducing the mr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital with severe cardiac heart disease, heart attack symptoms, chest pain, and was short of breath. An echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. It was noted that the patient was treated with coronary balloon angioplasty. On (B)(6) 2025, an additional mitraclip procedure was performed, and one clip was implanted lateral to the slda clip, reducing mr to a grade of 1.